Manufacturer narrative:
A portion of the percutaneous lead was received on 25nov2019. The explanted pump was received on 06dec2019. Additional information manufacturer's investigation conclusion: incidental findings: visual inspection of the silicone sleeve pf the replaced portion of external driveline revealed multiple areas of cosmetic damage underneath existing rescue tape repairs. Thrombus was confirmed via the evaluation of (B)(6) and could have contributed to the reported hemolysis. Pump stop and low speed events were confirmed via the submitted log file data. The pump was returned with the driveline cut approximately 2.5¿ from the pump body and the severed portion was not returned. The sealed inflow conduit and sealed outflow graft were returned and were secured to their respective pump ports. Examination of the outlet stator/rotor outlet section revealed a large, tissue-like deposition that remained affixed to the rotor outlet section upon removal of the rotor from the outlet stator. The formation was not laminated but displayed evidence of denaturation. The presence of red concentric contact marks on the rotor¿s outlet section further indicates that the deposition was present in the outlet stator at some point while the rotor was spinning, and the pump was supporting the patient. The origin of this deposition and a duration of time for which it was present in the pump could not be conclusively determined through this investigation. The observed deposition found in the pump could have contributed to the reported hemolysis. Examination of the remaining pump blood-contacting surfaces revealed no adhered/developed depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Prior to receiving a pump exchange on (B)(6) 2019, a distal end driveline repair had been performed by an abbott technical services representative on 11/21/2019. The approximately 18" segment of driveline replaced by technical services was returned for evaluation. Visual inspection of the wires did not reveal any breaches or areas of concern. Electrical continuity testing did not reveal any discontinuities or shorts. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The heartmate ii lvas IFU lists thrombus as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines the indications of thrombus, as well as how to respond to such events. Information regarding recommended anticoagulation therapy and inr range is also provided in this document. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in these documents. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2019 with a lactate dehydrogenase(ldh) of 1,171 u/l and was started on a heparin drip. The patient also reported low flow and pump stop alarms at approximately 2030. Percutaneous lead x-rays submitted are unremarkable. The patient has had persistently elevated ldh now for about a month with a very laterally displaced inflow cannula on imaging. Unless the xrays show a definitive break, or the log files definitively show short-to-shield, it seems to me much more likely the patient had ingestion or thrombosis-related pump stop. For this hospitalization under imaging the inflow canula appears to be near the lateral wall. During the analysis of the log file we observed a low speed operation and a pump stop while connected to the power module. On (B)(6) 2019 the patient had a drive line evaluation/repair. 3 inches from the exit site of the percutaneous lead was replaced. After the repair the patient was tethered on grounded patient cable without issue. Additional information reported that on (B)(6) 2019, the patient underwent a hm ii to heartmate 3 pump exchange for suspected thrombus as a result from increased ldh. The patient would like ruby bearings returned. No additional information was provided.